Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the infusion device did not correctly display the w2 battery low warning before displaying the e2 battery empty error. Further, patient reported the infusion device displayed e8 power interrupt error and would not start after the battery was changed. The battery was inserted correctly. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for evaluation. No additional information was provided.